Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent called to report that the customer wore the insulin pump during an MRI, and after the device alarmed motor error and motor position encoder error alarm. The customer's blood glucose reading was 6 mmol/l. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and to return their device for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during the rewind and a motor position encoder error alarm was confirmed in the alarm history due to an out of phase motor encoder signal. Unable to perform the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and no delivery tests due to a motor error alarm. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.